Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the surgeon inserted trocar into abdomen, began procedure. At some point during instrumentation exchange, a portion of the eyelet seal tore from the cannula of the trocar and landed in the pt's abdomen. Surgeon noticed this, took a picture of said foreign body and removed it from the body. A new trocar was inserted and the procedure was completed without incident. Another trocar was opened to replace the defective device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.